Manufacturer narrative:
(B)(4). The customer reported 12-lead ECG v6 signal loss. There was no adverse pt impact. Philips evaluated the device and confirmed the symptom. Philips resolved the issue by replacing the leads ECG connector (measurement pannel).

Event description:
The customer reported 12-lead ECG v6 signal loss. There was no adverse pt impact.